Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor used a zct400 toric intraocular lens (iol), which has an abnormal defect in the lens material. Per account, tram lines running in the lens material from the eight (8) o'clock position to the one (1) o'clock position. It was noted that patient was having halos at night and was not happy even with 20/20 vision. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review of the initial MDR submitted on june 6, 2018 (9614546-2018-00542), it was noted that the report had been misclassified as a serious injury MDR rather than a malfunction MDR. Although halos were reported, there was no indication of medical or surgical intervention or symptoms lasting more than 3 months post implantation that significantly interfere with normal daily activities. The event is reportable as a malfunction due to the reported lines on the lens surface. The following fields were updated as follows: adverse event and/or product problem: product problem outcomes attributed to adverse event: leave blank. Section h1. Type of reportable event: malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.